Manufacturer narrative:
Device evaluated by MFR: visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 10mm distal to the distal edge of the distal markerband and extending approximately 69mm proximally across the balloon material. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. Visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. Visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A microscopic examination identified no damage or issues with the tip which could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15-feb-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the iliac artery. A 12.0 x 80, 75cm mustang balloon catheter was advanced for dilatation; however, the tip of the balloon catheter became stuck at the bifurcation of the iliac artery and the device failed to cross the lesion. The procedure was completed with this device. No patient complications were reported. However, returned device analysis revealed balloon longitudinal tear.